Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely degradation led to the malfunction. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the uretero-reno fiberscope had rust in the channel line. The issue was observed during reprocessing. There were no reports of patient involvement.